Manufacturer narrative:
The subject device was evaluated, the customer¿s reported issue was not confirmed, however, the service inspection confirmed the light intensity of the main lamp is too low to distinguish tissue due to light source unit failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer visera elite ii video system center was returned to the olympus repair center for a brightness adjustment defect. The image is too bright or dim that the endoscopic image is indistinguishable. It is unknown if any adverse outcome occurred, however, additional details have been requested regarding the reported event. At this time, no additional information has been provided.